Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged as indicated by increased thresholds (from 0.8 v @ 0.4ms to 3-4 @ 1.0ms) and a chest x-ray. Technical services suggested reprogramming the device to vdd or to higher outputs in the ra with rate hysteresis on. No adverse patient effects were reported. Additional information received that with the proposed solutions, no lead extraction or repositioning is planned. The atrial sensing is sufficient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.